Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of foreign body and insertion of bilateral s3 sacral root electrodes, programming of pulse generator, removal of extension leads, insertion of pulse generator and programming of pulse generator on (B)(6) 2009 due to severe pelvic pain refractory to medication post vaginal reconstruction and sling procedure, vaginal erosion and ulceration on the right anterior vaginal wall. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.